Event description:
A report was received that one of the patient¿s leads looked like it was fractured and other lead had couple of fractures after the patient lifted a very heavy weight object which was confirmed by x-ray. The patient also started to experience itchiness and stabbing feeling after lifting the heavy object. The patient underwent a revision procedure wherein two leads and clik anchor were replaced. No device malfunction was suspected. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-70, serial #:(B)(4), description: linear st lead, 70cm. Model#: sc-4316, lot #: 16291715, description: next generation anchor kit-sterile.

Event description:
A report was received that one of the patient¿s leads looked like it was fractured and other lead had couple of fractures after the patient lifted a very heavy weight object which was confirmed by x-ray. The patient also started to experience itchiness and stabbing feeling after lifting the heavy object. The patient underwent a revision procedure wherein two leads and clik anchor were replaced. No device malfunction was suspected. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Additional information was received that the physician believed that no silicone piece was left inside the patient's body. Sc-2218-50 sn (B)(4): the complaint has been confirmed. Visual (microscope) and x-ray inspection of the lead revealed that all of the cables were completely broken at the bent/kinked location of the lead, approximately 25 cm from the distal end. The bent/kinked location was 1 cm from the set screw mark of the clik anchor. No cables were exposed at the fracture site. Sc-2218-50 sn (B)(4): the complaint had been confirmed. Visual (microscope) and x-ray inspection of the lead revealed that multiple of the cables were completely broken at the bent/kinked location of the lead, approximately 24 cm from the distal end. The bent/kinked location was 1 cm from the set screw mark of the clik anchor. No cables were exposed at the fracture site. Sc-4316: visual inspection revealed eyelets damage to both anchors. One of the clik anchor had a torn eyelet. Another of the clik anchors was missing a portion of the damaged eyelet. The small piece of silicone was not returned.